Event description:
Five minutes into procedure, pt's eyes rolled back and he appeared to be biting his lip. Reporter stated that the pt may have had a seizure. Pt's blood pressure normally around 90/60-100/60. Pt became hypotensive. Blood pressure dropped to 69/30 while receiving platelet product. There were no rhythm problems noted during the procedure. Pt was given fluids and benedryl and transferred to the emergency room. Pt was given dopamine. Condition was stabilized in the ICU and pt was taken off dopamine. The pt did not have a history of allergy or respiratory problems. The pt is a cancer pt, currently on chemotherapy; receiving platelet product due to a low platelet count. The cultured product and the gram stain were negative.